Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore ,consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with meter not linking. The customer was found to have had the wrong meter ID programmed. The customer was assisted in programming the right ID. The customer states the pump is also beeping every ten to twelve minutes. The customer's blood glucose level at the time of incident was 442mg/dl. The customer states they treated with manual injections. The customer was advised to monitor the device and call back if issues persist.